Manufacturer narrative:
Exact date unknown, event occurred a year ago. Explant date: 2021.

Event description:
It was reported that the patients device had stopped working. The patient underwent an explant procedure and the explanted device was not returned. No further information has been obtained despite good faith efforts.